Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device weight within specification, creases fold, and extended opening. A visual and microscopic analysis were performed which identified striated opening on anterior side. Based on the device analysis the final assessment was a striated opening, consistent with the use of some surgical tool, on anterior aside assessed as surgical damage. Additional, changed, and/or corrected data: b.5, b.7, h.3, h.6.

Event description:
Additionally, healthcare professional reported that the patient underwent 2 month trial of aggressive massage and montelukast without any improvement.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "any creases". Device has been explanted.